Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe was not able to cut the vitreous during a procedure. The product was replaced and procedure completed with no patient harm. Additional information has been requested and received. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. One probe sample was and visually inspected and deemed conforming. Cut testing was performed and deemed nonconforming. The sample had a choppy cut. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the bend area, cutting edge, and several locations along the inner cutter. The complaint evaluation does confirm the probe had a cutting issue that resulted in the cutter not being able to properly function. The exact root cause of the poor cutting cannot be determined from this evaluation. The most likely root cause for the poor cutting is that during the approximate 30 minutes of surgical use, the inner cutter edge became damaged or had an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The gouge marks observed at the bend area, cutting edge and several locations along the inner cutter supports it was not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the exact root cause cannot be identified during this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).